Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The patient presented in clinic following inappropriate defibrillation therapy. During interrogation of the device, it was noted the device inappropriately diagnosed t-wave oversensing as ventricular fibrillation (vf). Diagnostic imaging was performed on the right ventricular lead and the lead was found dislodged. The physician programmed the high voltage therapies off until the system was explanted and replaced. The patient was in stable condition. Related manufacturer reference number: 2938836-2017-32732.